Event description:
It was reported that insulin leaked from the reservoir. Nothing further was reported.

Manufacturer narrative:
Two unused reservoirs were analyzed and no leakage anomaly was observed. However, neither of the transfer guard needles were parallel to the body's axis.